Event description:
It was reported that a user contacted support stating the ilet was ¿acting off¿ for several days with rollercoaster glucose patterns. During review, the user disclosed routinely announcing breakfast as ¿more than¿ despite eating toast and multiple coffees with liquid creamer and announcing lunch as ¿usual¿ unless eating a larger sandwich, suggesting incorrect meal-size announcements that affected dosing behavior, which aligns with an improper or incorrect procedure and involves the user interface. Symptoms included hypoglycemia and hyperglycemia ranging from 59 mg/dl to 279 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to meal-size entries on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event. Additional training was assigned to address correct meal announcements.